Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status mol2. The device was implanted for 43 months and 28 charging cycles were recorded to the device memory. The inspection of the ICD memory revealed no anomalies. There were no indications of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.

Event description:
This patient expired on (B)(6) 2013. The physician stated that home monitoring notified them of two shocks delivered on the date of death. The official cause of death is unknown. Should additional information be received, this file will be updated.